Event description:
It was reported that intermittent fluoro beeping continued after exposure on the 9800 system. Rebooting system corrected. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.